Manufacturer narrative:
The argon plasma coagulator (apc)/electrosurgical unit (esu) system was returned and thoroughly evaluated. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved with the patient incident. However, no conclusive determination could be made as to the cause of the event. The investigation will be provided to the account. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) model apc 300 with an electrosurgical unit (esu/generator) [model icc 200 e/a, part number (p/n) 10128-205, serial number (B)(4)] was involved in a patient incident. Specifically, it was reported that upon an argon plasma coagulation activation, the patient experienced atrial fibrillation. Upon the event, the patient was stable. No further information was provided on the patient's condition.